Event description:
It was reported that during a generator change out procedure once the new device was placed into the pocket the shock impedance was greater than 200 ohms. It was questioned whether the physician had damaged this right ventricular (rv) lead while dissecting through scar tissue to free the leads up from the previous device. It was noted this was evident because the shock impedance prior to device replacement was 77 ohms. A different device was used and this rv lead remained implanted, therapy turned off. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.